Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 22sep2020: the basket wires appeared to be broken while opening, and there was no difficulty in removing the basket from the package. The case was completed by using another basket .

Manufacturer narrative:
Event summary: it was reported, prior to the start of retrograde intrarenal surgery (rirs) for renal stone management, the ngage nitinol stone extractor basket wires were found to be defective and broken while opening the package. The case was completed by using another basket. The patient did not require any additional procedures due to this occurrence. The complainant did not inform of any adverse effect(s) on the patient due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examinations were performed. A document-based investigation evaluation was performed. No related non-conformances were found. One additional complaint has been recorded for this lot number, reported in manufacturer report # 1820334-2020-01441; this event describes an unrelated failure mode. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which state, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿excessive force could damage device.¿ based on the available information, cook has concluded that a possible cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to the start of retrograde intrarenal surgery (rirs) for renal stone management, the engage nitinol stone extractor was found to be defective and broken while opening the package. The issue with this device was discovered prior to making contact with the patient and it was not used. It is unknown how the procedure was completed. The patient did not require any additional procedures due to this occurrence. The complainant did not inform of any adverse effect(s) on the patient due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.